Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. Power management graph displays unexpected battery power loss due to corroded electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries are lasting for a day. The customer's blood glucose level was unknown. The customer reported that they tried different batteries but the issue persist. The customer will revert to back up plan. The device will be returned for analysis.